Manufacturer narrative:
Ddmb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured and had oversensing. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.